Event description:
It was reported that the patient presented twice for follow up with the implantable cardioverter defibrillator (ICD) in backup operation due to electromagnetic interference. The patient experienced palpitations and high voltage therapy was disabled in backup. The device was successfully restored via programming. The patient was recovering and was cautioned to avoid the area.